Event description:
It was reported that an unspecified quantity of clearlink system continu-flo solution sets have fallen out of fentanyl bags causing leaks. This occurred when the ¿the patient had a fentanyl drip hanging but not running¿ and the nurse would go to change a bag of fluids that was hanging next to the fentanyl bag, the tubing would fall out of the fentanyl bag causing the bag to empty on to the floor. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
These events occurred on unspecified dates "over the last couple of months". Initial reporter address: (B)(6). Manufacturing facility: this device was manufactured at one of the two following manufacturing sites: (B)(4), (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.